Event description:
Boston scientific crm (bsc) received information from a health care provider (hcp) that the patient with this implanted device reported it had reached elective replacement indicator (eri) status due to an extended charge time exceeding specification, with a battery status of middle of life 2 (mol2). This device is included in the mid-life display of replacement indicators advisory population initially communicated 3/10/2007. A bsc technical services (ts) consultant discussed the advisory details and recommended scheduling device replacement. There was no report of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
The device subsequently was explanted and replaced with no adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with early eri suspected. Analysis of the returned device is pending.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.